Event description:
During procedure suture from endo stitch broke off from device while passing through tissue. Xray's were taken and suture was visualized but when trying to locate with camera inside further visualization did not occur. Suture is believed to be stuck in tissue where it was passed.